Event description:
Un-reporting disfigurement and scaring, varied injuries-ndr

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Patient representative reported biocell devices caused personal injuries' and damages including but not limited to the following: a diagnosis of bia-alcl, risk of bia-alcl recurrence, discomfort, itching, emotional distress, accumulation of foreign and adulterated silicone particles in her body, past physical pan and suffering from explanation, scarring and disfigurement. Plaintiff has been diagnosed with bia-alc.

Manufacturer narrative:
The event of "disfigurement and scaring" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: disfigurement and scaring.